Manufacturer narrative:
Pr (B)(4) follow up report for correction. MFR report # 3003152976-2026-00006 was filed as the site legal name was incorrectly reported as franklin lakes in the initial MDR submission, 2243072-2025-01416. MFR report # 3003152976-2026-00006 was submitted to update the site legal name to san agustin, and to have the proper MFR number. Medical device brand name has been updated to bd plastipak luer-lok. Medical device catalog # has been updated to 300865. Medical device lot # has been updated to lot # 2505031. Annex a code has been updated to a1801 - contamination.

Event description:
Sample received, bd syringe 50ml ll, product code 300865 and lot # 2505031.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had foreign matter. The following information was provided by the initial reporter: this event was reported to baxter france on 24-june-2025 via email. The product involved was propofol fl inj 1000mg-50ml (product code: unknown, batch/lot number: aoh0558a, quantity: (B)(4)). The date of the event occurrence is unknown. Reporter stated that when the bd plastiplak 50ml luer-lock syringe was collected from the propofol vial, the nurse was able to detect an abnormal deposit in the syringe (see photo: the deposit is on the wall of the syringe), probably from the cap. The issue occurred during self-check. There was no patient involvement. The sample is available. Also, sample picture has been provided.